Event description:
It was reported the patient underwent a radiofrequency ablation in the right ventricle. A high, out of range pacing lead impedance measurement was noted on the day of the procedure; this being a scheduled daily measurement. Manual measurements of the pacing lead impedance before and after the procedure were normal. No consequences to the patient were noted. The lead remains implanted. It is believed that the out of range measurement was related to the rf procedure and no further action is planned. Patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.